Event description:
It was reported to philips that the l-arm cable cover was broken, which can present a fall risk. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the l-arm cable cover was broken. Upon troubleshooting, to resolve the issue, the fse replaced the metal extension of the arm (carriage) cables and checked the correctness of operation, with a positive effect. After replacement of the metal extension of the arm (carriage) cables, the system was returned to use in good working order. The codes were updated based on the investigation outcome.